Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended and the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgery (fess). It was reported the site registered and the predicted error was 0.7 at the site of interest, but when working in that area, navigation was inaccurate 2-3 millimeters anterior and 4 millimeters superior. The surgeon took the inaccuracy into account and proceeded. This issue occurred intraoperatively and caused a less than one-hour surgical delay. There was no reported impact on patient outcome.

Manufacturer narrative:
Software logs were returned and analysis was conducted. There was insufficient information to determine the cause of the reported behavior. If information is provided in the future, a supplemental report will be issued.